Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in the common femoral artery. The perclose proglige instructions for use, states: the safety and effectiveness of the perclose proglide devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for evaluation. The reported failure to backload the device over the guide wire could not be confirmed. The returned device with all components were in the pre-deployed position. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated nonconforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of failure to backload the device over the guide wire reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional percutaneous transluminal angioplasty (pta) procedure. Reportedly, during the process of connecting the introducer sheath with the guide wire, the guide wire could no longer pass through the sheath, 5cm away from the tip end of the sheath. A second proglide device was used to achieve hemostasis. The physician is reportedly trained in the use of the proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.